Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. Review of the device logs showed high pressure alarms were triggered prior to ventilation stop. In-house testing showed that the device performed to specification; result is "no fault found." The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and the ventilation stopped. There was no patient injury reported as a result of this incident.